Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 25-may-2024, it was reported by the patient that two infusion set tubing was leaking from cannula and site due to which hyperglycemia occurs within 3 hours of use. High blood glucose level was 22 mmol/l. Event was occurred on 05/25/2024 and 06/23/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.